Manufacturer narrative:
(B)(4) medical products - g7 positioning guide post # item 110018823 unk lot, g7 supine positioning guide # item 110003455 unk lot, unk g7 inserter. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the trialing of g7 acetabular cup in a primary hip surgery, the positioning rod broke at the spot where the user can unscrew the rod and g7 shell inserter, the g7 supine guide, the positioning rod and post locked into place. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.